Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred during ablation. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event that bleeding occurred during ablation. The investigation could not determine a root cause or a probable root cause for the customer's report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.